Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information received from the OEM states that a visual inspection was performed on the received the OEM engineer did observe stains inside tubeset. The engineer reported that stains inside tubeset was confirmed to be deformation of plastic during extrusion process. In addition, a DHR for the finished device was reviewed and no abnormalities in documentation or process was found.

Manufacturer narrative:
The ts101dc tube set was returned to the service center for evaluation. The package for the tube set was received opened, however, the tube set and components inside, do not appear used. A visual inspection was performed on the received device and found stains in various areas of the tube set. The appearance of "moisture" is located near the declog bulb and blue connector, opposite of the part that connects to the handpiece. The package that the device was received in, has no perforations, and only minor wrinkling. Additionally, the package itself, although opened, is free of debris, water stains, and/or foreign material. The stains found within the tube set appear to be part of the material itself rather than moisture or fluid build-up. During the evaluation regulated air was used from the workstation and distributed the air from one end of the tube to the other, attempting to clear out the tube. There were no changes to the appearance of the tube after airing it out. Based on evaluation, the device will be sent to the OEM for further investigation. Initial evaluation could not determine the cause of the stains on the tube set.

Event description:
The service center was informed that during an unspecified procedure, the surgical staff opened the tube set and noted moisture in the package. The unused tube set was replaced with a new one from the same box and lot number. The intended procedure was completed. There was no patient injury reported. Additionally, the user facility reported that the remaining tube set packs in this box were inspected post procedure and no moisture was noted.